Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump required frequent battery changes. The customer reported the insulin pump alarmed low battery in less than one week. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating current. No unexpected low battery alarm during our testing. The detail trace and the insulin pump history were confirmed than no unexpected low battery alarm anomaly was noted. The micro timer was functioning properly. However, the insulin pump had minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.